Event description:
Interventional radiologist was performing left common iliac pta through 5.5 fr balkin, sheath, over a 0.035" amplatz exchange wire when the 8mm x 4cm bard optiplast balloon ruptured transversely. Difficult to extract. Retrieved distal and proximal balloon markers by withdrawing catheter and sheath. Distal 1/2 of balloon not definitely recovered from pt.